Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily. Therefore moisture entered the insulin pump and caused damages to the pump electronics. The damages led to the triggering of electronic errors. The errors e8 and the shutdown / restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress. The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported receiving an e8 (power interrupt) while attempting to bolus. On (B)(4) 2013 preliminary evaluation showed energy failure, defective up button, and the rubber on the lateral buttons are damaged. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.